Manufacturer narrative:
D10: concomitant devices: 4199305 120-65-20 - bone screw 6.5mm dia x 20mm long. 4766555 142-32-03 - cocr fem head 32mm +3.5 offset 12/14. 4790039 164-13-10 - novation element ro s/o col sz 10. 4797624 186-01-50 - integrip cc, cluster 50mm, g1. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 82 months after a left total hip replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, discomfort, difficulty walking, and device failure. No further issues or complications were reported. No additional information is available.